Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer keeps failing with the message 'not on bus'. A field service engineer found that the half-height drawer 3.1 on the main unit and all cubies failed, with the device not detected on the bus and reseated the cables for drawers 3.1, 3.2, 4.1, and 4.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary encountered a malfunction where the drawer keeps failing with the message 'not on bus'. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.